Manufacturer narrative:
Manufacturer's investigation conclusion: the reported difficulty with electromagnetic interference (emi) could not be confirmed through this evaluation. A specific cause for the reported emi could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event of emi could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further complaints reported at this time. Abbott continues to investigate the potential for interference between the heartmate 3 lvas and cardiomems devices. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having difficulty with electromagnetic interference (emi). A troubleshooting appointment was scheduled. The patient electronic system (pes) was on a manual recliner and plugged into a wall outlet. The patient was reported to have a left ventricular assist device (lvad). They denied other devices nearby. The patient's spine was centered with their head about the headrest when they started reading. The green-blue reading was 41-42%. The patient's right shoulder was moved towards the center three inches and obtained a reading of 65%. The reading and transmission were successful. Another reading was started with the right shoulder three inches towards the center and head above the headrest. The reading and transmission were successful. The abbott representative was emailed with an update. The cause of the problem obtaining a reading was determined to be positioning. The patient was advised that their new position should be with their right shoulder three inches towards the center with their head above the headrest.